Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to the inductor, designator l1 on the analog pcb assembly, of which the ground side measured 1.4 k ohms, which kept the device from powering on. The device would not power on to charge and shock. A replacement device was delivered to the customer under warranty.

Manufacturer narrative:
(B)(4): a third party service agent verified the reported failure. The third-party service agent is returning the device to physio-control. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to a physio-control service representative that the customer's device did not power on during a scheduled preventive check that was being performed by a third-party service agent. It would not be possible to use the device to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.